Event description:
Zms nail was implanted in pt's left femur in 1996 to fixate fracture of the same. Pt subsequently went onto non-union and the nail failed. It is not known if the nail has been explanted.